Event description:
Pt's test strips were damaged. Pt explained that strips were "incomplete sliced." Pt did not seek medical attention or call md. Customer service was unable to resolve the issue and sent pt a new vial of test strips.